Event description:
A us distributor returned an electrode belt indicating that the ECG electrodes were non-functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. Upon eval, j704 connector was pulled from the distribution node (dn) pca board. The cause of the non-functional ECG electrodes is the pulled connector. The root cause of the pulled connector cannot be positively identified, but is likely excessive force placed on the cable. No adverse event resulted from the pulled connector.